Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet system with a cartridge and infusion set, with the site described as slightly red and repeatedly placed on the left abdomen; the user had recently undergone surgery and was taking other medications. Symptoms included hyperglycemia. Outcomes included a site change and subsequent stabilization of blood glucose after follow-up, with additional training arranged for site selection and insertion technique. Investigation included product technical support review and follow-up calls. Investigation of this case revealed a likely suboptimal infusion site as the contributory factor, consistent with an infusion-related issue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related site placement issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.